Event description:
It was reported that patient was hospitalized due to kinked cannula which led to occlusion. The patient high blood glucose and ketones it is addressed by intravenous and fluids of saline and insulin event occurred on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 4. Name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: california post office or zip code: 92121 based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.